Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that, during interrogation at a follow-up procedure, this right ventricular (rv) lead exhibited noisy signals. The physician elected to reprogram the sensitivity to least, and increased the ventricular fibrillation (vf) detection. A save to disk was sent into boston scientific technical services (bsc ts) to be reviewed. Bsc ts discussed that the intrinsic amplitude over the past year was 3 mv and the right ventricular (rv) pace impedance was 750 ohms. There were three ventricular fibrillation (vf) episodes, which were all divert/reconfirm episodes. All the episodes show noise on the rv rate/sense channel, and all episodes show pacing inhibition between 1 to 7 seconds. This patient had reported to his physician that he felt dizzy and symptomatic. The noise was consistent with diaphragmatic oversensing. Bsc ts agreed with the temporary reprogramming of least sensitive in the rv. Bsc ts also discussed some trouble shooting ideas regarding recreating noise. Bsc ts noted there were no indications of further compromise. The lead impedance (pace/shock), thresholds and intrinsic amplitude were stable over the past year. Patient might be given the option for a replacement procedure in the near future. There were no other adverse patient effects reported.